Event description:
It was reported that the programmer generated an error code. It was noted in the technical services call that it was believed to have generated during the boot up phase. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the "get logs" and "get patient information" applications were executed for retrieval and archiving of device and patient information and the customer comment of a generated error code was confirmed. The link electronic module printed circuit board assembly was replaced and calibrated to resolve. (B)(4).